Event description:
A patient reported that her implantable neurostimulator (ins) didn't last long. The patient had the ins replaced. There were no symptoms reported. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient first started experiencing the ins not lasting long in (B)(6) 2016. The patient reported that the circumstances that led to the ins not lasting long was an anxiety attack.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.